Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a open procedure when suturing, the thread of the device broke and the suture came off the needle. There was no patient harm.